Event description:
The pt reported experiencing elevated blood glucose of 200-235 mg/dl after an insulin cartridge change. She bolused through the infusion device but was unable to lower her readings. She believes the infusion device does not properly deliver the basal rates. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.